Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient had a horizontal aortic angulation of approximately 70 degrees, which contributed to the dislodgement. It was reported that the deployment starting point was at the bottom of the pigtail catheter.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a horizontal aorta of about 70 degrees, an annulus about 22mm perimeter derived, and a smaller left ventricular outflow tract (lvot) of about 20.7mm. Thedelivery catheter system (dcs) passed through the anatomy without problems. The valve was positioned at about 3mm depth, and a non-medtronic (lunderquist) wire was used to give stability. Cusp-overlap technique (cot) was used, and commissural alignment achieved. During final release, the valve dislodged on the non-coronary cusp (ncc). The patient¿s hemodynamics were stable during this issue and the valve seemed to seal in the sinuses. A non-medtronic valve was implanted in the dislodged evolutfx valve, with good results. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011988009); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011974417); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic (true) balloon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: seven fluoroscopic cine loops were submitted to medtronic for review of the event. In the first image, the starting position for the deployment appears slightly too high at hat-marker mid-pigtail and the delivery catheter system (dcs) comes in at a steep angle. A subsequent image shows in left anterior oblique (lao) view that the implant depth on the non-coronary cusp (ncc) side appears perfect and the position on the left coronary cusp (lcc) of 0-1 mm is too shallow. Another image in cusp overlap view (cov) shows severe parallax. A visible forward push appears to be applied to the dcs, and the lunderquist guidewire is still not fully retracted from the apex in preparation for full deployment. Imaging shows the evolut valve dislodged on the ncc side. Still a lot of guidewire can be seen in the ventricle¿s apex while now, the dislodged evolut¿s sealing section is positioned in the sinus (at coronary height). Imaging shows the sapien 3 valve being brought into position for deployment with an unchanged position of the evolut. Imaging shows the sapien 3 balloon gets inflated and the evolut fixed in the sinus position by the deployed s3. The final result features the sapien 3 in position, no visible paravalvular leak (pvl) and the evolut bioprosthesis fixed in the sinus position. A pron ounced parallax was present in cov which made it difficult to assess ncc implant depth. Considering using a near-overlap view or repositioning the wire to ensure its placement in the non-right commissure could have helped in this situation to overcome the extreme parallax. In lao view, the ncc depth appeared to be perfectly fine. Unfortunately, this may be misleading as the only projection in which the ncc implant depth can be reliably verified is the cov, with the isolated ncc on the lowest left point. If assessed in lao view, the ncc implant depth might appear shallower or deeper than it really is. As a consequence, the depth on the ncc side may have been shallower than visible in this lao projection. Also, it is unknown how much forward tension was administered during final release. In combination with a guidewire not fully retracted from the apex, this may have provided an upwards pointing force large enough to dislodge the valve on the ncc side. It has also not been reported how quickly the final deployment was done. If done too quickly, the energy stored in the crimped valve frame can dissipate too quickly and the valve can move in an uncontrolled manner. Based on the available information, no definitive root-cause can be determined for the valve dislodgement at this point. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.